Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the electrode belt failed a hi-pot test. The cable connecting the dn and rear therapy electrodes was pulled causing the pulse wire heat shrink to separate in the distribution node. The separated heat shrink caused the pulse wires to short to the dn pca, causing the reported failure. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete functional testing.